Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The evaluation is yet to be completed. A follow up will be sent within 30 days of this report being sent. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device was not returned to manufacturer.

Event description:
The user facility reported a needle stick injury. Follow up communication with the user facility reported the following: the safety mechanism did not engage fully resulting in a contaminated needle stick injury to an employee; according to the pharmacy and research manager the defective needle was destroyed in a sharps container; the injury was considered as a contaminated needle stick injury; however no hospitalization and/or further treatment was necessary due to this incident; and no patient impact.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report 3003902955-2015-00017 to provide the evaluation results of the retention samples. The involved device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore, the investigation was based upon the evaluation of the user facility information, and evaluation of randomly selected retention samples. A visual and sensory inspection of the retention samples revealed no anomalies or defects and measurements confirmed that the retention samples met manufacturing specifications. Functional testing could not reproduce the reported failure. A device history review was conducted with no relevant findings. A review of the complaints files confirmed that there were no previous reports for this product code in the past three years. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Proper instructions for usage of the sg2 needle are fully addressed in the instruction for use (IFU) indicated on our unit box. Therefore, we recommend: activating the safety sheath with a firm and quick motion on a flat surface and sheath must be positioned approximately 450. Also, please be reminded to visually confirm that the needle is fully engaged under the lock and keep the finger or thumb behind the tab at all times to prevent needle stick. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 3003902955-2015-00017 to provide the evaluation results of the retention samples.